Manufacturer narrative:
The device was not returned for analysis. However, the device was serviced by a field service engineer (fse) onsite. The fse examined the console and micromanipulator. The fse found that the aiming beam and treatment beam coincidence was very slightly off. The console's aiming beam and treatment beam were adjusted, however this did not resolve the issue. The micromanipulator was examined further and it was found that the dichroic mirror had been reglued upside down by the customer. This was causing the treatment beam to coincide with the reflection of the aiming beam instead of the aiming beam dot itself. The dichroic mirror was replaced on the micromanipulator, and the issue was resolved. The treatment beam was now coincident with the aiming beam. The coolant level was then checked, aiming and treatment beam coincidence was verified, and it was verified that the energy output at all levels was checked. The system was ready to be used. The instructions for use state: beam alignment checks are extremely important for the safe operation of your laser equipment. Do not use the laser or delivery system if aiming and treatment beams are not coincident; call your local lumenis representative. Misalignment of aiming and treatment beams may result in laser exposure to non-target tissues and possible injury. In addition, the micromanipulator mirror was returned for visual inspection. The hinged was attached to the mirror and no abnormalities were found. Based on the analysis results, the reported misalignment was due to the customer regluing the dichroic mirror upside down.

Event description:
It was reported that the micromanipulator is out of alignment. There was no patient involved.

Event description:
It was reported that the micromanipulator is out of alignment. There was no patient involved.

Manufacturer narrative:
The device was not returned for analysis. However, the device was serviced by a field service engineer (fse) onsite. The fse examined the console and micromanipulator. The fse found that the aiming beam and treatment beam coincidence was very slightly off. The console's aiming beam and treatment beam were adjusted; however, this did not resolve the issue. The micromanipulator was examined further and it was found that the dichroic mirror had been reglued upside down by the customer. This was causing the treatment beam to coincide with the reflection of the aiming beam instead of the aiming beam dot itself. The dichroic mirror was replaced on the micromanipulator, and the issue was resolved. The treatment beam was now coincident with the aiming beam. The coolant level was then checked, aiming and treatment beam coincidence was verified, and it was verified that the energy output at all levels was checked. The system was ready to be used. The instructions for use state: beam alignment checks are extremely important for the safe operation of your laser equipment. Do not use the laser or delivery system if aiming and treatment beams are not coincident; call your local lumenis representative. Misalignment of aiming and treatment beams may result in laser exposure to non-target tissues and possible injury. Based on the analysis results, the reported misalignment was due to the customer regluing the dichroic mirror upside down.